Event description:
It was reported that the patient presented having received multiple inappropriate shocks. The right ventricular lead showed high impedance, with oversensing due to noise and high, unstable and un-measureable thresholds. A lead fracture was suspected. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned and analyzed and no anomalies were found. The defibrillation coil was distorted and there was blood/body fluid on several conductors (not obstructed). The inner tubing was kinked/buckled and the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism and sleeve head. It was also noted that there was apparent explant damage.